Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 4 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad system produced pump off, driveline disconnected, and warning low speed alarms with the patient¿s positional changes while utilizing the power module. The patient¿s weight has fluctuated since implant, ranging from (B)(6) kg to (B)(6)kg. Patient was discharged with an ungrounded power module patient cable. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed 1 pump stoppage event while the vad is connected to the power module. X-ray images did not reveal obvious areas of concern on the driveline. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Although the report of pump off alarms was confirmed through the evaluation of the submitted system controller log files, the cause could not be conclusively determined through this evaluation. The submitted system controller log files contain data from (B)(6)2017 through (B)(6)2017. Evaluation of the log files revealed a momentary pump stoppage on (B)(6)2017, lasting approximately 3 seconds. This pump stoppage occurred while the system controller was connected to the power module, and a transient driveline disconnected alarm was captured during the event. Based on previous complaint history, the captured event appears consistent with a potential percutaneous lead issue. The center requested an ungrounded power module patient cable for the patient. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.